Event description:
Caller reported a malfunction on the pump, with the issue causing the customer's blood glucose level to exceed 500 mg/dl; however, the specific value was displayed as "high." The customer responded by drinking a lot of water and did not require third-party assistance. Technical support provided information to reset the pump, assisting the caller in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, instructed to report if any malfunction recurred, which the caller acknowledged and understood.